Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, after registering, the surgeon alleged that they were inaccurate by 2-3 millimeters inferior. The scans were coming from a non-medtronic scanner. Technical services (ts) recommended that the site refine the registration by adding touch points. The procedure was completed using a different navigation system which was completely accurate. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative was on site the following day and was in a case where the surgeon was using a hospital computed tomography (CT) scan instead of a scan from the non-medtronic scanner. That case was accurate and the surgeon confirmed that the ear, nose &throat (ent) instruments were accurate. It was unknown if the model was edited with the "auto-refine" feature for the case of inaccuracy. Archives were received, however they were anonymized so it was not possible to associate them with this case.